Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). Upon completion of the investigation into this event a follow-up report will be submitted.

Event description:
It was reported that during visceral aortic aneurysm repair, the balloon did not fully inflate after achieving nominal balloon pressure of 4¿6 atm, resulting in incomplete stent expansion. The distal and proximal ends expanded, while the mid-portion remained underexpanded. The stent was successfully post-dilated with a separate balloon, and the procedure was completed successfully. There was no harm or adverse event reported.